Event description:
Boston scientific received information that this right atrial (ra) lead came apart when the physician pulled out the lead from the old pulse generator (pg) during device change out. Additional information indicates that the damaged part was the insulation that met the terminal pin. This ra lead was surgically abandoned and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product was surgically abandoned and is not expected to be returned.